Event description:
Staff members were transporting a pt (age and gender unk) to another facility and the units monitor display went blank. They turned the unit off and then on again, but it would not power up. The staff changed the unit's battery and it still would not power up. The transport was completed with no adverse effect on the pt. The facility's biomedical engineering dept evaluated the unit and were unable to duplicate the alleged malfunction.